Event description:
It was reported that the patient had two malfunctions on her pump. It was noted that it was ¿in the area that they just don¿t see ever malfunctions before,¿ and ¿it¿ didn¿t show up on any of the tests. This event occurred about four years prior to the date of this report. Additional information has been requested, but was not available as of the date of this report. See manufacturer report # 3004209178-2013-00416 for other malfunction.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, lot# n183264002, implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported that as of (B)(6) 2008 the pump was being used to deliver compounded baclofen. No further information was reported.